Manufacturer narrative:
(B)(6). (B)(4). A second field service engineer (fse) completed the service of the instrument and reported that the air tubing was likely inadvertently swapped when the first fse replaced the reagent control board. The second fse explained that the swapped air tubing would cause the pressure on the solenoid valves to be 30-40psi, instead of 3.0psi, as the air control valve would no longer controls the pressure, as it should when the lines are properly connected. The second fse pressurized the system, and found the (B)(4)'s reagent valve failed. Four other valves were observed to be leaking at the valve itself. The failed valves were likely due to the increased pressure on the solenoid valves due to the swapped air tubing. (B)(4)'s reagent is a biochemical reagent consisting of isoamyl alcohol, para-dimethylaminobenzaldehyde and hydrochloric acid. (B)(4).

Event description:
It was reported that a beckman coulter field service engineer (fse) was sprayed in the eyes with kovac's reagent while on site servicing the walkaway 40 plus instrument. The fse was not wearing safety glasses at the time. He went to the emergency room and was treated with saline eye wash, pain killers, and antibiotics. An ophthalmologist - cornea specialist diagnosed the injury as a burn to the cornea. In addition to the medications prescribed by the emergency room doctor, the fse was given steroids and asked to take vitamin c. After a follow-up appointment on (B)(6) 2015, the fse was cleared to return to work on (B)(6) 2015.